Event description:
The physician has reported that the cause of the increased seizures is due to other 'lead issue-abnormal coiling around the battery' (twiddler - operational context caused the event), the seizure level rose back to pre-vns baseline levels. The device has been received into product analysis. No other relevant information has been received to date.

Event description:
Lead product analysis was approved. Lead fracture was confirmed. During the visual analysis, the ring coil was found to be broken at end of connector boot. Due to the condition of the coil ends the fracture mechanism could not be ascertained. Continuity checks of the returned lead portion were performed during the functional analysis, and no other discontinuities were identified. The knotted tubing area, and twisted area between the two sutures are findings consistent with patient manipulation/rotation of the device while it is implanted (twiddler). Other than the ring coil break, and knotted/twisted tubing areas, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient had full revision surgery due to increased seizures, high impedance, and migration of the generator. Xrays taken reportedly showed abnormal coiling of the lead wire above the battery. Further information was received from the physician indicating that the cause of the increased seizures was due to high impedance as he was not getting enough stimulation. The physician does not know his pre-vns baseline and cannot assess the increase relative to pre-vns baseline. The cause of the device migration is assumed unknown as the physician states battery had slipped vertically in the chest, eventually leading to abnormally coiling of wires underneath clavicle. The report of generator migration is housed in MFR. Report # 1644487-2023-00293. This report houses the report of high lead impedance and increased seizures due to the high impedance. The explanted device has not been received to date. No other relevant information has been received to date.